Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self-test and off no power test. No blank display. Compromised force sensor alarm during basic occlusion test due to cracked end cap. Unable to perform prime test due to cracked end cap. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received missing endcap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was dropped. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 180 mg/dl. The customer stated that there is crack on right side of the pump casing. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.